Event description:
It was reported that the customer experienced erratic high blood glucose levels. The customer had already treated with a syringe. High blood glucose was persisting after a set change. The insulin pump had already been replaced. It was stated the customer's mother believed the issue might be related to the reservoir. The patient's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).